Event description:
It was reported that intermittent cartridge alarm occurred during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer administered a manual insulin injection to address elevated bg. Customer reverted to an alternate method of insulin therapy.